Manufacturer narrative:
Add'l info has been requested. Subject device in an instrument and is not implanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Add'l info has been requested.

Event description:
During a c5 - c6 prodisc-c procedure, the 1st and 2nd thread of the distractor tip broke in vertebral body, possibly c6. The broken tip was not retrieved.